Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty lcd color cable connector. The cable was replaced to correct the reported malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display.complainant indicated that there was no patient involvement in the reported malfunction.